Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line and tubing. The user's blood glucose (bg) level was in the 280's (mg/dl). The user addressed bg level with a bolus. The user changed the cartridge and resumed insulin delivery.